Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button error alarm noted. Act button did not respond due to corroded keypad trace. No moisture damage on electronics noted. The insulin pump received with cracked display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 224 mg/dl. The customer was asked if he recalls any significant events leading to the alarm and said had it in bathroom with shower. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.